Event description:
Caller reported a malfunction on their pump with a malfunction code of malf 16. Despite the issue, blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The caller reset the pump, but the issue persisted. As a result, technical support decided to replace the pump. The customer was informed about the replacement process and instructed on how to return the malfunctioning pump. They were also advised on procedures to follow upon receiving the new pump. Caller understood and acknowledged all instructions provided by technical support.